Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received undeployed. The data presented a rotational sensor error. The device finished first prime earlier than expected due to this error. The device was reset and rerun, and the rerun data presented a rotational sensor error. Contamination was observed on the commutator cap. The contamination can be confirmed as the cause of the device's failure to deploy.